Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) had an error message and failure to interrogate by using merlin 2 programmer. No intervention was performed. The patient was in stable condition and will continue to be monitored.